Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg). Charging troubleshooting and re-education attempts were unsuccessful. The physician assessed the patient's difficulty with charging was due to the ipg being located in a stomach fold and being flipped in the pocket. The patient underwent a revision procedure where electrocautery was used to replace the ipg and the patient did well post-operatively. The device was discarded by the facility and was not returned for analysis.